Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle the cannula broke off. The following information was provided by the initial reporter. The customer stated: "while engaging the safety mechanism after drawing blood, the needle broke off and fell to the floor."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shields activated, and no issues were observed relating to cannula breaks off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cannula breaks off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle the cannula broke off. The following information was provided by the initial reporter. The customer stated: "while engaging the safety mechanism after drawing blood, the needle broke off and fell to the floor."